Manufacturer narrative:
Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release. There is no suspected device failure. While there is no evidence to suggest that the nykanen rf wire used in the procedure caused or contributed to the incident, this report is being submitted by baylis medical company as the nykanen rf wire was one of the devices used during the procedure. Device not returned to manufacturer.

Event description:
The nykanen radiofrequency (rf) wire kit was used in a patient with hypoplastic left hart syndrome. Successful creation of an atrial septal defect was achieved following rf energy delivery 5 times. Balloon atrial septostomy was then performed. The procedure was completed without patient complications or device malfunction. Two days following the procedure, the patient experienced cerebral infarction. Per the physician, the cause of the complication was unknown. The patient was followed up at one-month, with no further complications reported. There is no evidence to suggest that the nykanen rf wire kit used in the procedure caused or contributed to the incident. However, this report is being submitted by baylis medical company as the nykanen rf wire kit was one of the devices used during the procedure.